Manufacturer narrative:
H3: product analysis found that visually, the c-clip contact was not exposed/flush with the inside diameter of the clip body when returned. There was contamination on the clip body. Electrically, the resistance shall be less than 25 ohms end to end and the actual measurement was 12.6 ohms which was in specification. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: user report swissmedic - (B)(6), continuation of d10: section d information references the main component of the system. Other device(s) which are used in the event are: product ID: nim4cm01, serial/lot #: (B)(6), product ID: nim4cpb1, serial/lot #: (B)(6), stimulation probe(lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, the electrode was placed in patient, no signal could be obtained, i.e. The nerve was not stimulated. There was a longer duration of the surgery and timely intervention was not possible. The procedure was completed with a another electrode. There was no patient injury.

Manufacturer narrative:
H6: previously applied fdc d1102 has been corrected to d03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied fdc d03 has been corrected to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.